Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field there were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: on behalf of employee blood collection. She uses a green winged needle: when pricking the tube at the valve in the pricking sleeve, blood runs down the tube. A bloodbath ensues. It appears that the valve is malfunctioning and a piece of the needle in the valve remains visible.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field there were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: on behalf of employee blood collection. She uses a green winged needle: when pricking the tube at the valve in the pricking sleeve, blood runs down the tube. A bloodbath ensues. It appears that the valve is malfunctioning and a piece of the needle in the valve remains visible.

Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder, the device experienced poor sleeve function. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: on behalf of employee blood collection. She uses a green winged needle: when pricking the tube at the valve in the pricking sleeve, blood runs down the tube. A bloodbath ensues. It appears that the valve is malfunctioning and a piece of the needle in the valve remains visible.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-feb-23. H6: investigation summary bd received 1 sample and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for sleeve failure (leakage) was observed. Additionally, the customer sample was evaluated by visual examination and functional testing and the indicated failure mode for sleeve failure (leakage) with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode sleeve failure (leakage). Bd determined that the root cause of the indicated failure mode was insufficient lubrication coverage on the np cannula causing the sleeve to not recover fully. This issue is attributed to the manufacturing process.